Event description:
The manufacturer received information alleging a failure of a ventilator's oxygen blending module board. There was no harm or injury reported. The device was evaluated by a third party field service engineer and the customer's complaint was confirmed. The device's oxygen blending module board needs replaced to address the issue.